Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: a review of the black box showed no power on reset events. No moisture or corrosion were found in the battery compartment. No damage was found to the battery cap. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad, and between the case seal and the keypad. The returned battery cap fully attached to the pump and successfully completed 24 hour testing. No power interruptions were duplicated during the investigation. The returned battery cap contact measurements were within specifications. The pump cover was removed to find no internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.